Event description:
The pt reported that the pump and meter remote were not paired. Due to the issue the pump stopped delivering a bolus dose. The pt reportedly completed a second bolus dose from her pump directly without checking how much had been delivered. The pt subsequently suffered symptoms of sweating and shakiness with a blood glucose level of 48 mg/dl. She treated herself with carbohydrates.

Manufacturer narrative:
The pump was not returned to animas. Review of the pump history revealed that 4.2 of 6.75 units were delivered. The pump emits a warning when delivery is cancelled. The pt's low blood glucose levels may be due to an excessive bolus dose after the first dose was inadvertently cancelled.